Manufacturer narrative:
It was reported that the device works intermittently. The reported event was confirmed. The service evaluation revealed a short circuit in the motor, a worn cable and corrosion at the housing. The most likely cause is attributed to misuse.

Event description:
It was reported that the device works intermittently. There was no harm for the patient, operator or third party reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.